Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for clog. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing difficulty delivering insulin during use. The following has been provided by the initial reporter: material no. 320122 , batch no. Unknown. It was reported that insulin flow stops during injection and has to use a second pen needle to finish dose. Verbatim: lot: 8339724, expiration date: 2023-12-31, item: 320122, occurrence date: (B)(6) 2019 1 pen needle affected today. Flow stopped before he completed the dose, used second pen needle. Reported a second box with same issue but he could not provide lot. Consumer reported during injection, he has to push really hard on button to get insulin to flow and when he pushes really hard, a little bump is left under his skin, that goes away. Stated, he's experienced times when the insulin will start to flow but stop before he has completed his dosage, so he takes a second pen needle to complete dosage. Pharmacist called on behalf of consumer. Stated consumer insulin flow is stopping mid flow. Has to use second pen needle to complete the dosage. Pharmacist did not have any product information or samples. Just provided description of pen needles: bd nano.